Event description:
Femoral stem broke in half. Stem, head, liner and went with a different manufacturer for stem, and head. Original shell remained in patient.

Manufacturer narrative:
Evaluation: the agent reported "femoral stem broke in half. Femoral stem, head, liner and went with a different manufacturer for stem, and head. Original shell remained in patient.". The previous surgery and the surgery detailed in this event occurred 1 year and 10 months apart. Item number: 425-92-017, item description: empowr blade stem, stem, lateral, size 17, lot number: 4397a1002, part revision: a, product type: hip, manufacture date: 02/07/2020, expiration date: 02/02/2026. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for review. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Root cause: the root cause of this complaint was a revision surgery due to femoral stem broke in half. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, inadequate soft tissue support, patient activities or trauma. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: a review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a nonconformance associated with the main part#: 425-92-017, empowr blade stem, stem, lateral, size 17 which documents that out of 12 parts lot, 1 item was rejected and scrapped during dimensional inspection. Second, there was an ncmr#: 68929 associated with the main part#: 425-92-017, empowr blade stem, stem, lateral, size 17 which document that out of 11 parts lot, 1 item was rejected due to scratches on the polished neck area near the hole. Later, the rejected were reworked and retouched via spar after proper justification. All other item in the lot were met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. (Sri hari).